Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage. The customer stated that the lcd screen is scratched making the display unreadable. The customer stated that the damage was probably caused by rubbing against the garden wall. She also reported experiencing high blood glucose and ketones. Blood glucose value was over 300 mg/dl; treated with the insulin pump. Troubleshooting was performed. The drive support cap was recessed, the tubing had no air bubbles, insulin did exit the tubing during prime and the cannula was not bent. The settings and bolus history were correct. The device will be returned for analysis.